Manufacturer narrative:
The involved anesthesia workstation is almost 10 years old and not under a service contract; the user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures. The event was reported to dräger with six weeks delay; upon contacting the hospital for further information it was responded that no additional details can be provided. It is not possible to draw a reliable conclusion in regard to the exact root cause due to missing relevant information; the reported issue can neither be confirmed nor denied. Technical issues with the device must be taken into consideration but use error (e.g. No mains supply and depleted internal battery) would be imaginable as well. It is not known if the user performed the recommended pre-use check with the device or not; the pre-use check is able to detect malfunctions that are present already before the device is being put into operation. Investigation will be resumed if relevant information will be obtained at a later date. In general, the reported issue does not incorporate a previously unidentified or falsely assessed risk - with medical gas supply established ventilation with the built-in breathing bag is always possible, even in switch-off state.

Event description:
It was reported that there was a ventilator failure at the beginning of a surgical procedure. There was no detail in the report which would reasonably suggest that patient consequences may have occurred.